Event description:
This was a cardiac lead removal case conducted in the operating room with the intent of removing a fractured (ra) ICD lead implanted seven years prior. The md opened the pocket and prepped the lead and inserted the lld#2 to the distal tip of the cardiac lead. The md began lasing with the 14f sls ii and successfully extracted the lead. Almost immediately after the lead and sls were removed the pt's arterial blood pressure rapidly declined. The CT surgeon was present during the case and immediately performed a tee, identified an effusion and performed an emergent sternotomy within 5 minutes. A small perforation in the svc and right atrium were discovered and successfully repaired. The pt was transferred to the ICU and discharged to home with no reported complications. The internal lhr review discovered no issues or non-conformances.